Manufacturer narrative:
(B)(4).

Event description:
During a procedure, the lead was repositioned due to low sensing. The helix was then unable to be fully extended. The lead was replaced and the patient was stable.

Manufacturer narrative:
The field report of helix could not be extended was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood and tissue, preventing the helix from being extended. An x-ray examination of the helix was normal; the inner coil inside the connector region was over torqued consistent with reposition procedure. After ultrasonically cleaning the lead and by applying torque directly to the connector pin, the helix could be extended and retracted and the full helix extension length measured within specifications. The field report of under sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found damage consistent with that occurring at the time of explant procedure.